Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not remove air from the cartridge prior to loading insulin into the cartridge. Customer¿s blood glucose level was 500 mg/dl. Customer changed the infusion set to address the issue and resumed insulin delivery.

Manufacturer narrative:
Received clarification reporting air bubbles did not occur. Issue was inadvertently reported. This is a non-reportable issue. Received clarification reporting air bubbles did not occur. Issue was inadvertently reported. This is a non-reportable issue.